Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dental office called in stating that a patient complained of swollen lip possibly due to the desensitizer. Advised the office to tell patient to discontinue use of the desensitizer indefinitely. Any future whitening will be done without desensitizer. Followed-up with office on (B)(6) 2017, patient symptoms subsided after discontinued use of desensitizer. Patient continued with whitening and had no further issues.